Event description:
Boston scientific received information that this right atrial lead was found to be dislodged after suspected twiddler's syndrome. The lead was explanted and replaced with a longer lead as the device was moved abdominally so the patient could receive radiation treatment. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.